Event description:
Reporting status: death. Reporting rationale: cardiogenic shock resulting in death. Device issue: no device malfunction has been reported. It was reported that endothelium damage was induced by radiation treatment. Coronary artery bypass graft was performed in 2007. Patient experienced five myocardial infarction's (mi) and coronary interventions with multiple drug-eluting stents were placed after the surgery. The pt was admitted in 2008 with another acute st-elevation mi and was urgently taken to the cath lab and was found to have occluded the previously placed coronary stents. Five graftmaster stents were inserted as humanitarian and salvage procedure to maintain patency of the right coronary artery. The pt was discharged to go home on the next day. The pt was unfortunately readmitted on the following month in cardiogenic shock with total occlusion of circumflex and right coronary arteries and expired after unsuccessful resuscitation efforts. No additional event or pt info is available.

Manufacturer narrative:
The jostent graftmasters are being filed under another MFR number.